Manufacturer narrative:
The user facility submitted medwatch 0700220000-2023-8282 for this event. The actual device was not available; however, a companion sample was provided for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A crack was observed at the two piece luer lock assembly. Pressure and clear passage under water testing were performed and no leak was observed. The reported condition was not verified, however the cause of the cracked luer assembly are components out of specifications, improper automatic assembly and a misalignment at the components during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set was leaking at the y-site. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.